Event description:
It was reported that the patient underwent surgery for the removal of a competitor's dynamic hip system (dhs) construct. The original implant date of this device was not reported. During the attempted removal of the competitor's dhs plate (on (B)(6) 2015), the synthes dhs guide shaft broke. The dhs construct was removed with the use of a competitor¿s device. During this procedure, the surgeon also removed (3) three 4.0 millimeter titanium locking devices (one bolt and two screws) from the synthes tibial nail. The patient had reported that one of the screws felt ¿prominent.¿ the nail itself remains in the patient with the fracture completely healed. There was no additional medical intervention or surgical delay. It was reported that the procedure was successfully completed and the patient was fine. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Date of event: unknown. This report is for one (1) unknown screw. Date of original implantation is unknown. The entire implant was not explanted, but the screw was removed on (B)(6) 2015. Per facility, the complainant part will not be returned for manufacturer review/investigation. 510(k): unknown, as no lot or part numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.